Event description:
It is reported that while the surgeon was impacting the broach, the spring came out.

Manufacturer narrative:
Evaluation: as returned, strike marks are present along the sleeve and shaft of the impactor that have accumulated over the potential field age of approximately 14 years. The thumb pin and spring have dissociated from the instrument and were not returned for review. The most likely scenario is that repeated autoclaving causes the expoxy bond to weaken, thus loosening the pin. The instrument was re-designed in 2007, incorporating an eb weld, instead of the expoxy connection. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.